Manufacturer narrative:
Updated fields: date of birth. Date of event. Describe event or problem. Initial report sent to FDA. Report source. Other source - please specify. Additional contact person information: (B)(6), other health professional / (B)(6) complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted on (B)(6), 2023 at 3pm. On (B)(6), 2023 at 9:30pm the console generated a catheter restriction alarm. Rust-colored blood was noted in the tubing after repositioning the patient. The console was turned off and the helium tubing was clamped and disconnected. Md took the patient to catheterization lab for iab removal from the right femoral site on (B)(6), 2023 at 10:30pm. A new iab was inserted through an 8fr sheath at 11:30pm. On (B)(6), 2023, it was confirmed that blood had not entered the pump. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03553. Medwatch received (B)(4). Five minutes after completing patient position change, intra-aortic balloon pump (iabp) alarm saying "restricted catheter" and iabp tubing found to have blood backed into helium tubing. Iabp turned off, helium tubing disconnected from balloon. Doctor notified. Iabp exchanged in catheterization lab. Patient never decompensated hemodynamically. Remained stable throughout event. Maquet representative notified as well. Balloon and helium tubing saved to be sent back to maquet due to balloon rupture. Cardiosave hybrid machine put in dirty utility, biomed notified, work order requested to evaluate machine.

Event description:
N/a

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sensor cable was returned cut in two parts.the extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 4.6cm from the rear seal and measuring 0.013cm in length. The reported problem was most likely triggered by leaks which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6)occupation: bsn, rn, cardiac care unit, assistant unit manageradditional contact person/occupation - (B)(6)the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4)

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted on (B)(6) 2023 at 3pm. On (B)(6) 2023 at 9:30pm the console generated a catheter restriction alarm. Rust-colored blood was noted in the tubing after repositioning the patient. The console was turned off and the helium tubing was clamped and disconnected. Md took the patient to catheterization lab for iab removal from the right femoral site on (B)(6) 2023 at 10:30pm. A new iab was inserted through an 8fr sheath at 11:30pm. On (B)(6) 2023, it was confirmed that blood had not entered the pump. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03553.